Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was later reported that more than 2 years later, the lead was explanted.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing due to non-physiologic signals/sensing integrity counter. Also the criteria for right ventricular lead integrity alert were met and the impedance of the right ventricular pacing lead was beyond the expected upper range. Concomitant medical products: ddbb2d1 ICD, implanted: (B)(6) 2016.

Event description:
It was reported that the right ventricular (rv) lead had episodes of noise. The rv lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the distal portion of the lead was returned, analyzed. Analysis indicated that the proximal conductor of the lead developed a fracture due to flexing while in vivo. The right ventricular defibrillation coil developed a fracture due to flexing while in vivo. If information is provided in the future, a supplemental report will be issued.